Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced issue with 5 infusion sets adhesive between (B)(6) 2024 and (B)(6) 2024. The infusion set was in use for few hours, before it fell off. The patient resolved the issue by replacing infusion set and resumed insulin. No further information available.